Event description:
"Pressure measurments and ultrasound measurements peformed without any problems. At the end of the examination when the ivus cahteter should be withdrawn, the tip of the pressure wire sensor was caught in the distal part of the ivus catheter. The dr. Could not advance or withdraw the pressure wire sensor. The dr. Then decided to withdraw both catheter and pressure wire sensor at the same time. The tip of the pressure wire sensor was detached and trapped in the ivus catheter. Pt. Is fine."